Event description:
It was reported to philips that the host pc was not switching on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and identified that the host pc was not starting. The philips field service engineer (fse) inspected the system onsite and identified that the system was directly going to bootup sequence. A review of the system logfiles found a malfunction with frontal ippc. Upon troubleshooting actions, fse identified that the hard disk was faulty. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced the hdd and reloaded the ghost. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.